Manufacturer narrative:
H3: analysis of the catheter revealed damage to the transition tubing. H6: the conclusion code 22 pertains to the report catheter kink. The conclusion code 4315 pertains to the damaged transition tubing identified by analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid/hydromorphone (10 mg/ml at 3.7 mg/day) via an implanted pump. The indication for pump use was chroniclow back pain and non-malignant pain. It was reported that the patient felt withdrawal symptoms. There were no known environmental, external, or patient factors that may have led or contributed to the issue. Catheter aspiration from the cap (catheter access port) was unsuccessful at the bedside on the day of the symptoms. The patient was taken to surgery on (B)(6) 2021 and the proximal segment of the catheter was found kinked and potentially severed. The catheter was revised. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient was noted to be fine after the surgical repair of the proximal catheter.